Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) longer coapted completely, resulting in incontinence. The device was removed and replaced with a new aus. There were no patient complications reported.